Manufacturer narrative:
MDR 1219913-2023-00146 was initially reported on 2023-07-27. A customer from outside the united states reported observation of an elevated atellica im high-sensitivity troponin I (tnih) result for one patient which was discordant relative to repeat testing. The customer obtained an elevated tnih result (above reference interval), which was reported to the physician and questioned. The same sample was re-tested, producing a much lower result (below 99th-percentile threshold). Additional samples were drawn and tested, and each reproduced the lower observation. The concordant lower results were accepted as correct. Siemens reviewed instrument log files. A small anomaly was identified in the sample trace record which is indicative of a sharp change in pressure during sample aspiration. This is most likely caused by fibrin or a small clot. In this assay, presence of foreign material can cause an increase in signal and an apparent increase in concentration. No similar issue was noted with the sample dispense. Log data for all other assays that use a 100-microliter sample were reviewed for the period around the time of the discordant observation; no other anomalies were identified. There is no evidence of any hardware issues that is affecting delivery of tnih reagents. Siemens has reviewed all provided data and no hardware issues were identified. The system is working as expected. No product problem was identified. Note: in section h6, the codes for investigation findings and investigation conclusion have been updated.

Manufacturer narrative:
A customer from outside the united states reported observation of an elevated atellica im high-sensitivity troponin I (tnih) result which was discordant relative to repeat testing of both the same and new samples. The atellica im tnih instructions for use (IFU) states the following, under limitations: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." Siemens is investigating.

Event description:
The customer reports observation of an elevated atellica im high-sensitivity troponin I (tnih) result which was discordant relative to repeat testing. The customer obtained an elevated tnih result (above reference interval), which was reported to the physician and questioned. The same sample was re-tested, producing a much lower result (below 99th-percentile threshold). Additional samples were drawn and tested, and each reproduced the lower observation. The concordant lower results were accepted as correct. There are no allegations of patient harm, changes in treatment, or delays of diagnosis in association with the observed discordance.